Event description:
The needle malfunctioned while activating the safety resulting in a needle stick. The needle was used to draw up lidocaine and off of the syringe when the poke happened. This could cause a problem if it was a needle used in a patient or if the needle was to bend in the patient, so I'm reporting it as a potential patient safety event.